Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: during patient ventilation, the intellicuff device alerted by showing a red screen, could not inflate nor deflated. Medical intervention has taken place because the respiratory got replaced. The issue did not result in any patient harm. No patient harm is reported. However, the issue is assessed as reportable as the device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description the intellicuff device alerted by showing a red screen and could not inflate nor deflated. It is important to emphasize that no harm to the patient was reported. The most likely root causes of the issue include a leak in the cuff tubes or balloon, an improperly connected cuff line, or an internal leak within the intellicuff. Based on the available information, the exact root cause could not be conclusively determined. As a correction, the intellicuff was replaced the ventilator is back in use.